Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure of the right iliac artery using a lantern delivery microcatheter (lantern) and a non-penumbra guide catheter. During the procedure, while advancing the lantern through the guide catheter, the physician broke the proximal end of the lantern. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed, that the catheter was fractured. If the lantern is advanced at an extreme angle, during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed, a kink near the hub underneath the strain relief. This damage was incidental to the reported complaint. And may have occurred, during packaging of the device for return to penumbra. Penumbra catheters are inspected, during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal, any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.